Event description:
I have been using the ketone meter from keto mojo (https://keto-mojo.com/collections/all/products/td-4279-ketone-and-glucose-meter) with test strips purchased directly from keto mojo. Recent patches of test strips have been given conflicting readings that fall well outside of the expected variance / error range of the device and the test strips.